Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, e216 (scope communication error) occurs and due to damage on charged-coupled device unit, the image disappears during angulation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure was not replicated during inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a b30 scope communication error, and a black screen. There were no reports of patient harm.